Manufacturer narrative:
Upon further investigation, the customer reported that the issue was discovered during preventative maintenance, and the unit was not in use on the patient. Therefore, this complaint no longer meets reportability requirements. The customer reported that the field service engineer replaced the alarm led overlay assembly, and the alleged malfunction was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported an error alarm (light emitting diode) led failure. The customer replacing the (user interface) ui board, and there were no changes seen; the problem still exists. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.